Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired an unspecified colored reload which resulted in unusual bleeding. The surgeon clipped and sutured the staple line to control the bleeding. The following information is unknown: the cause of the complication and estimated blood loss volume. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the procedure logs and did not observe any related errors. The procedure was completed as planned. On post-operative day #2, the patient received a blood transfusion. The patient was reported to be doing fine.

Manufacturer narrative:
The customer reported discarding the products used during this event. Therefore, no products are expected for return to isi for failure analysis investigations. A review of the stapler logs for this procedure was performed. A sureform 60 stapler instrument was installed on the system five times and fired five sureform 60 reloads (two blue reloads, followed by three white reloads). No stapler errors were observed. Section d: the specific sureform 60 reload (color) involved with the reported event is unknown. Therefore, a generic sureform 60 reload part number is being provided.